Event description:
It was reported there was a patient alert for high pacing impedance and high threshold on the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments for analysis. The distal conductor was fractured, defib and several conductors distorted, defib conductor cut, several conductors stretched, inner tubing kinked/buckled, outer tubing overlay melted, outer insulation torn, outer tubing torn, outer tubing overlay breached cut, white substance noted on exposed defib coil, lead stretched, and blood noted on several conductors.